Event description:
It was reported that the patient fell while skiing twice and shortly thereafter a patient alert was heard. The patient presented to the hospital. The device was interrogated and t-wave oversensing, high lead impedance of greater 3000 ohms, failure to capture, and no pacing were noted. The device and rv lead were explanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis of device data confirmed the reported oversensing and high impedance values; weekly ventricular impedance measurement was consistently around 500 ohms, then the week of explant, values were infinite. Analysis of the lead revealed that the distal conductor was fractured; full lead in segments was returned. No anomalies found. It was reported that the patient fell while skiing twice and shortly thereafter a patient alert was heard. The patient presented to the hospital. The device was interrogated and t-wave oversensing, high lead impedance of greater 3000 ohms, failure to capture, and no pacing were noted. The device and rv lead were explanted. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated capture, failure to impedance, high4 oversensing pace, failure to.